Manufacturer narrative:
(B)(4) date sent: 3/8/20160 information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # unk. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? The surgeon has not mentioned and change or consequences in post op care. The analysis found that one psee60a device was returned in good visual condition and with one gst60t cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button and the manual override worked properly during testing. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported by the affiliate that during a sleeve gastrectomy procedure, the first firing of the stapler appeared to fire normally and when grey firing trigger released knife did not return to start position so stapler would not open off tissue. Reverse button was pushed to try to return knife to start position without effect. Manual override hatch was opened and manual override lever was activated; again knife would not return. Surgeon was advised to try both manual override and reverse button again; no effect. Surgeon advised to remove battery and try in opposite orientation; no effect. Surgeon advised to open another stapler and try new battery; no effect. Surgeon advised to put more force on manual override lever and it would not move forward and appeared locked. Knife indicator was observed and could see that knife was not back to start position so surgeon proceeded with a second stapler and black cartridge to transect stomach inside original stapler. A further green cartridge was fired and then original stapler was cut from stomach tissue to remove from patient. Rest of procedure was completed with second device. At least 30 minutes delay in case. Patient immediately post op was stable.

Manufacturer narrative:
(B)(4): corrected information. The analysis found that one psee60a device was returned in good visual condition and with one gst60t cartridge loaded in the device. The cartridge reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.